Event description:
Please refer to the initial-report.

Manufacturer narrative:
The device logfile built the basis for the investigation. Based on the entries, the ventilation mode was activated on (B)(6) 2019 at 11:28 am. Between 11:29 am and 11:37 am the device generated several alarm messages like "leakage", "pressure limited! Vt not reached", "mv low", "respiratory rate high", "flow sensor? Ventilation impaired", "vt high" and "disconnection?" In order to alert the user to a disturbed ventilation. As per logfile the user was present at that time and pressed the alarm silence button at 11:33 am, 11:35 am and 11:38 am. At 11:37 am the stand by mode was activated. In addition the message "calibration of flow sensor failed" was logged. The logged alarm messages are indicating a faulty cable harness spirologsensor and/or an extended leakage in the breathing system. In case of a large leak in the breathing system, the ventilation can potentially not be performed as set. The cable harness spirologsensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case of a faulty flow measurement e.g. Due to contact problems with the cable harness, this can result in the reported deviations in ventilation. The cable harness spirologsensor was subsequently replaced on site. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The instructions for use advise the user to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. It was also confirmed that the patient death is not related to the device and the patient was already in a bad condition. The patient did decease after the device was put in stand-by.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the vent had a leak alarm and the user couldn't find a leak, an inaccurate minute ventilation, high pip and was unable to ventilate. The patient has deceased.